Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic due to concern that the pulse generator was moving in the pocket. The physician noted that the incision site appeared puffy but no signs of infection were observed. The ventricular lead impedance had increased since (B)(6) 2018. The other measurements were stable. A chest x-ray was performed and the physician noted that the lead appeared to have been ¿pinched¿. No intervention is planned. The patient would be monitored.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2019. The device was electively replaced during this procedure. The patient was stable before, during and after the procedure.